Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability at the time of placing the implant.

Manufacturer narrative:
Follow-up submitted to correctly include b4, "date of this report".